Event description:
Event: (cc# 98-01070) the iab leaked upon insertion. The iab was removed and a second iab was inserted into the patient. (Multiple event to customer complaint number 98-01071) on 10/26/98, the following was reported to datascope: during the insertion of the iab into the patient, the iab leaked on insertion. A hole was noted in the catheter. The iab was removed and another was inserted. [Event complications]: unknown - reported 8/31/98. [Patient's current status]: unk - rpt'd 8/31/98.